Event description:
A patient reported that their v-go 40 is leaking insulin when bolus delivery button is pressed. The patient wears v-go on their abdomen and follows proper fill, wear, and go procedure. Patient reports that when they administer the bolus delivery button, they feel insulin on their skin and believes it is coming from the "bottom" of their v-go device. Patient mentioned that they have not felt the pinch recently when they deploy the needle button. Patient has been experiencing high blood glucose (hbg) readings for the past week in the 300 and 400 range and at time of call: (B)(6) 2022 2:05 pm pt., the patient's bg reading was 434. Patient stated they did not feel right and experienced dizziness. Patient did not administer any treatment and was waiting for a call back from their healthcare professional (hcp) to advise how to proceed. Hcp contacted patient while on the line with the v-go call center and patient was able to call back to the call center to continue call but did not share what hcp recommended as the best treatment option. Patient has been using v-go device for 9 years and reports that they have never experienced this problem prior to the current box they are using. Patient is currently prescribed novolog insulin and was able to provide the lot number and expiration date for the current box of v-go devices they are using. The v-go device in question was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: the v-go ae assessor contacted type 2 diabetes mellitus dm, v-go 40, novolog user for 9 years. Client is reporting she had 7 v-go 40 devices that leaked insulin when they pressed the bolus delivery button. The patient smelled the insulin and had liquid on their skin. Client's blood sugars were elevated 300, 400 and 434. Client contacted her hcp and was given insulin pens to cover their elevated blood sugar readings. The patient's blood sugar readings have returned to normal ranges at the time of the ae follow-up call (6/21/2022). Client has restarted using the v-go device from the same box and reports it is working. Client was concerned the whole box was defective after the first 7 leaked. Confirmed with client proper procedures to fill, applying, starting, and using the bolus ready/delivery button. Client reports on each device the needle button was pressed and in-place, it did not pop out. The bolus ready and delivery button worked. Today the patient knows the device is working, because they felt the pinch from the needle button and blood sugars are in normal range. The patient did not feel the needle pinch from the 7 devices that leaked. The needle button was pressed and stayed down on those 7 devices. A blood sugar reading 400 and above is a serious event. Device contribution cannot be excluded based on the ae assessment call. Device evaluation: one device was received and evaluated for the complaint regarding the device leaking event. Device #052071-a was inspected and tested and verified to have operated as intended. The complaint about this device could not be confirmed.